Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: there is a clear visible charring at the left side and a minor charring at the right side of the upper jaw. There was a visible inspection performed on the jaw. The blood soiling and the charring found had no further abnormities. Then the mechanical functions was checked. The clamping function worked well, the blade (cutting function) is blocked because of dried blood in the blade guide. The manufacturing documents have been checked and found to be according to specification valid during the time of production. One probable root cause in cases like this is there was not a proper cleaning during surgery, which caused a carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damaged created by wrong handling during cleaning the electrodes. A CAPA is necessary.

Event description:
Country of complaint: united kingdom. It was reported that during a hysterectomy procedure there was signs of arcng in the jaw of the device. No patient harm was reported.